Manufacturer narrative:
(B)(4). Additional: it was reported that the device had performance pull off - suture needle. It was received for analysis an unopened sample of product code vcp353h, pebcwjt0. During the visual inspection of the sample, no defects were found on the packet. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88102. Analysis results have been included in follow-up reports for each. Additional information was requested and the following was obtained: it was stated that the ¿needle has popped off the thread on more than 2 needles.¿ please provide the total number of devices where the needle separated from the suture. I checked with the hospital and they have said it was 3 needles but only the 1 that I reported was retained for examination. I asked if they had any patient details and they do not. No adverse effects occurred and new needles were opened at the time. That is the reason I included closed packets also in the returns process. Note: events reported in 2210968-2019-88102 and 2210968-2019-89180.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was stated that the ¿needle has popped off the thread on more than 2 needles¿ please provide the total number of devices where the needle separated from the suture. Events reported in 2210968-2019-88102 and 2210968-2019-88103.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off the thread. No adverse consequence occurred to the patient. Additional information was requested.